Event description:
It was reported that the pacing lead impedance had steadily increased in the past six months. X-ray did not show any lead damage. However, the physician chose to cap the lead.

Manufacturer narrative:
No medwatch form was received.